Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis cannot be determined at the time of this clinical investigation, as the etiology of this event may be multifactorial. A possible cause may have involved the patient¿s hernia repair, which is known to leave patient¿s susceptible to peritonitis. In the absence of a pathogen present in peritoneal effluent fluid cultures, the pathway of infection cannot be determined. Additionally, the patient experienced a fluid leak on the liberty select cycler with the liberty set concomitantly with symptoms. Due to the unavailability of the liberty set for return and product investigation, the liberty select cycler and liberty set cannot be excluded as a possible source of this adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture taken in the outpatient clinic presented with no growth and a white blood cell (wbc) count of 142/mm3. No additional peritoneal effluent fluid culture was taken. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and was prescribed intraperitoneal (ip) vancomycin at 1000mg every five days for two weeks and ip ceftazidime at 2000mg every day for two weeks. The ip vancomycin¿s frequency was changed to every two days on (B)(6) 2020 when a blood sample showed low vancomycin levels systemically. An additional wbc count taken on (B)(6) 2020 showed 46/mm3 and the patient¿s symptoms were alleviated, proving the patient was recovering from this event. The patient continues ccpd therapy on a newly received liberty select cycler at home with no further reported adverse clinical events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.